Event description:
During a total abdominal hysterectomy procedure,the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported that no pt injury occurred.